Event description:
Guidant received info that these implantable leads became dislodged (atrial and venticular). During attempts to reposition the atrial dislodged lead, difficulties were experienced with helix extension. The physician elected to explant both leads, and replace them with similar leads.

Event description:
Event description guidant received info that these implantable leads became dislodged (atrial and ventricular). During attempts to reposition the atrial dislodged lead, difficulties were experienced with helix extension. The physician elected to explant both leads, and replace them with similar leads.